Event description:
The initial reporter advised shiley that the received a report that a patient had emergency surgery to replace a bjork-shiley convexo-concave heart valve. According to a copy of the death certificate received from an attorney, the patient died 5 weeks after surgery due to multiple organ system failure, cardiogenic shock, acute aortic insufficiency as a result of "mechanical aortic prosthesis failure."